Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the synchro seal instrument failed on the last third of the parenchyma phase. The surgeon reported that it was very difficult and therefore long-lasting, however, this was primarily due to patient-related peculiarities. Unfortunately, despite cleaning the synchroseal instrument again and again, the synchroseal worked at most once but could never end the yellow mode. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer is unaware of any errors that occurred during the issue with the synchroseal instrument. At the time of the reported issue, during the sealing sequence, there was an audible ¿sealing in progress¿ tone. The seal cycle was not completed automatically. There was not any tissue cut that was not fully sealed. The customer is unaware of any bleeding observed due to the synchroseal issue. The instrument was disposed and is not available for return to intuitive surgical for evaluation. The customer is unaware of any photos and/or videos of this event available for intuitive surgical to review. The procedure was completed. The customer is unaware of any injury or complications for the patient. The customer is unaware of any delay in the surgery or by how many minutes.